Manufacturer narrative:
D02- the curved tip stapler 30 instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken grip cable at the wrist. Intuitive motion was not being experienced upon manual input of the disk knobs. Any potential fragments would have been retained by the stapler sheath. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. No functional test could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure. Additional observation not reported was that the instrument was found with a broken pivot pin. The pivot pin appeared to be sheared, allowing the wrist to jut out further than normal with applied force when articulated. No material appeared to be missing. Any potential fragment would have been retained by the stapler sheath. The root cause is attributed to mishandling/misuse. Failure analysis found the additional failure of a broken pivot pin to be related to the customer reported complaint. Also, the instrument had a broken chassis. The broken piece was returned with the instrument. The root cause is attributed to mishandling/misuse. Failure analysis found the additional failure of a broken chassis to not be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The curved tip stapler 30 instrument was requested to be returned for analysis, but has not yet been received. Therefore, failure analysis of the product related to the complaint has not be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the curved tip stapler 30 instrument (470530-08/p10190514-0001) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the endowrist stapler failed to unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved tip stapler 30 instrument jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.